Event description:
On (B)(6) 2013, the lay user/patient¿s spouse contacted lifescan (lfs) in (B)(4) alleging that the patient¿s onetouch ultra easy meter was reading inaccurately high. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The reporter claimed the alleged issue began on (b)(\6) 2013 at approximately 12:30 am-1:00 am. The patient was reportedly found unconscious by his wife. She reported that she attempted to give him a glucose drink immediately, but due to his state, was unable to administer it. The reporter did not know when the last time the patient had tested his blood glucose but reported that he only tests once per day and the time varies. The patient reportedly manages his diabetes with metformin pills, and a fixed dose of actrapid insulin and insulatard insulin. The reporter contacted the paramedics and when they arrived (approximately 2am), they tested the patient and observed a value of ¿1.5 mmol/l.¿ within 30 minutes the patient was tested with the subject meter and a reading of ¿5.9 mmol/l¿ was observed. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient was then treated with an IV drip, the patient did not know what was in the IV. The patient became conscious and began to feel better with an hour. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The testing technique that the patient uses was not known by the reporter. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported based on the indication that the patient experienced a serious injury which required medical intervention by a health care professional and the subject meter could not be ruled out as a cause or contributor to the event. It is not clear when the last time the patient had tested with the subject device prior to the injury, what that value was, and what action(s) he may have taken regarding his insulin in response to that value.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/22/2013 and 8/28/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.